Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit pressure signal is lost. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the pressure sensor is replaced with a sensor purchased by the user and is not a product of our company as it is a disposable consumable. The equipment inspection is normal and no accessories have been replaced.